Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming insulin concentration and bolus history were correct. The customer also stated that he could not hear the aubible tone at the beginning or ending of a bolus.